Event description:
Technician alleged that the head of the bed when engaged to the highest point would drift down slowly. No patient impact.

Manufacturer narrative:
The technician replaced the head solenoid and cardio pulmonary resuscitation solenoid to resolve the issue.